Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete lead was returned cut in two segments for analysis. External insulation abrasion was found at 7.1-7.6cm, 7.8-8.4cm, and 26.0-26.3cm from the helix end, consistent with lead friction to another device. The etfe coating was intact at the same location. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.